Event description:
It was reported that this right ventricular (rv) lead exhibited pacing failure caused by lead dislodgement. Re-implantation of the lead was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing failure caused by lead dislodgement. Re-implantation of the lead was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental report was created to capture the additional information indicated that this record is duplicate to record (B)(4).